Manufacturer narrative:
(B)(4).

Event description:
It was reported that higher than upper limit pacing lead impedance, high threshold with intermittent capture was observed during the implant procedure. The lead was removed and a new lead implanted. Patient¿s condition was fine.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.